Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The root cause of the bent pins cannot be positively identified. The most likely cause is improper use in that the connectors were forced together in a twisting motion rather than aligning the connectors as described in the device labeling. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
A zoll territory mgr contacted customer support to report that a pt had bent the pins in her electrode belt while attempting to reconnect it to the monitor. The pt's electrode belt was replaced.